Manufacturer narrative:
Other relevant device(s) are: product ID: 9734477, serial/lot #: (B)(4), ubd: 30-jun-2017, UDI#: (B)(4); product ID: 9734900, serial/lot #: (B)(4), ubd: 30-jun-2017, UDI#: unknown. A medtronic representative went to the site to test the equipment. Testing revealed that the connections were reseeded and the issue resolved. The system then passed the system checkout and was found to be fully functional. An update was provided that the issue happened again. The computer was replaced to resolve the issue. As the representative was connecting things internally, a cable on the right side was moved and then the monitors went black. The representative looked internally and noticed the fan power cable was disconnected and touching the power supply. They connected it and the monitors were still black. The fan cable was taken out completely and the monitors and system functioned normally. A replacement fan cable was sent. The cable was returned to the manufacturer for analysis. Analysis found that the cable was missing two of the connectors but otherwise passed continuity test with no opens or shorts detected. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. The computer has been received by the manufacturer. However, analysis has not been completed at the time of filing. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that the staff cart monitor was flickering after a case. There was no patient present when this issue was identified.

Manufacturer narrative:
The computer was returned to the manufacturer for analysis. Analysis found that the computer booted normally. No failures were found with the computer. If information is provided in the future, a supplemental report will be issued.